Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 8 years, 26 days due to severe stenosis and calcification. The explanted valve was replaced with a 27mm 11400m valve. Per medical records, the patient presented with dyspnea on exertion and underwent redo- mvr. Upon exposure of the 27mm 73000tfx , there was significant scar tissue around the sewing ring of the old valve, which was quite difficult to remove. Debridement and removal of calcium at the annular tissue was done. A 27mm 11400m valve was then implanted. The valve was seated with good clearance of all 3 struts. Tee showed good mitral valve function with no pvl and moderate aortic insufficiency which was not seen preoperatively. It appeared that the noncoronary cusp was somewhat tethered. The surgeon was concerned that this could be some distortion from the new mitral valve given the scar tissue ,as well as the overall small and cramped space for the prosthetic mv . The heart was re-arrested and a small aortotomy was made to explore the aortic valve. This distortion was exactly what was observed. Pledgets from the mitral valve replacement were quite close underneath the commissure between the left coronary cusp and noncoronary cusp that likely distorted some of the noncoconary cusp function. The surgeon did not want to proceed with avr given the small aortic root and inability to do any root enlargement due to the placement of the underlying mitral valve. A commissuroplasty (2024-19941-02) at the commissure between the left coronary cusp and the noncoronary cusp was performed without improvement. All valves were inspected once again with the mitral valve again in good function with no paravalvular leak. There was still mild to possibly moderate aortic insufficiency but no flow reversal. The patient was transported to cicu post procedure. Per pathology report, explanted prosthetic mv has no tears identified. There is a small amount of calcification noted on the crescent shaped valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.